Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the universal surgical manipulator (usm) 4 drifted/swung out freely at the end of deployment and made squeaking noise. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). The csr confirmed that usm 4 did not collide with the other usm arm during deployment, and there were no errors or messages. The tse advised to reseat the instrument or sterile adapter (sa). The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The clinical sales representative (csr) confirmed that the universal surgical manipulator (usm) #4 did not collide with the other usm arm during deployment, and there were no errors or messages during procedure. The technical support engineer (tse) advised to reseat the instrument and the sterile adapter (sa) to resolve the issue. No site visit was conducted and there were no more similar issues reported on subsequent procedures. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer confirmed no more issues detected after they resolved the problem and the system logs did not show any related error, therefore it was unable to confirm the reported failure. A common cause of this issue is likely related to high resistance from the drape installed on the usm. The tse guided to customer to reseat the instrument and the sa to resolve the reported issues.